Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the FDA's medwatch program on nov 07, 2024. The customer reported that had issues with the sensor was not releasing the adhesives and causing the actual sensors to fall out of the user body and became non-useful. The customer reported no adverse event; however, stated as serious injury. The event involved product(s) unk_ngp. Troubleshooting was not performed. Customer was reporting the sensor liner stayed on the sensor base with sensor serter. Customer reports receiving sensor alert. Customer reported an issue with the sensor tape sticking. Customer reported the transmitter battery was not lasting as long as expected. No further patient complications were reported. It was unknown whether the customer will continue use of the device. No product return is required for unk_ngp.